Manufacturer narrative:
The site did blood pump exchanges on (B)(6) 2021 and (B)(6) 2021. The evening of (B)(6) 2021, the site transitioned the patient to a continuous flow device and the excor blood pump was removed.

Event description:
Berlin heart, inc was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event with concomitant seizures. The blood pump was fully filling and ejecting. There were reported fibrin deposits in the blood pump at the time of the event. On (B)(6) 2021, the patient developed uncontrollable right arm movements and right eye deviation. A head CT was obtained and demonstrated a large left mca ischemic stroke without concern for hemorrhagic conversion. An eeg revealed concomitant seizures that required IV administration of keppra. Thrombin deposits were noted in the blood pump at the time of the event. The anticoagulation was therapeutic at the time of the event but was discontinued when the head CT results were reported. Follow up head us on (B)(6) 2021 demonstrated no hemorrhagic conversion. Follow up head us on (B)(6) 2021 demonstrated left parietal lobe changes consistent with sequela of known infarct and no hemorrhagic conversion.